Event description:
Same case as MFR #: 2134265-2012-08545 and 2134265-2013-00100. It was reported that during an unspecified procedure the motor drive was unable to perform pullback. The target lesion was located in an unknown vessel. The motor drive was unable to perform pullback and did not display an error message. The event occurred outside of the patient. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).